Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first prostyle suture was pre-placed as intended without issue. With the second prostyle device, the foot was not able to be closed and remained a little open when pulling out the device. The tavi procedure was completed using a large-bore sheath. Hemostasis was attempted; however bleeding continued. A third prostyle device was used, and hemostasis was successfully achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue.the investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.